Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the original equipment manufacturer (OEM). This re-culturing sample tested positive for bacillus species.

Manufacturer narrative:
The scope was sent to an independent laboratory to eto sterilization. The scope was then returned to the service for evaluation. A visual inspection was performed with an olympus borescope on the received scope and discovered brownish discoloration/stain along the biopsy channel wall. The biopsy channel has brownish discoloration along the wall near the opening from the distal end side (approximately 20mm). The olympus borescope was also used to verify the condition of the suction channel and there were no signs of discoloration or foreign material present within. Furthermore, the bending section cover, insertion tube, and light guide tube have no signs of discoloration. The scope passed the leak test. The scope will be sent to the original equipment manufacturer for further investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. As part of our investigation, an olympus engineer was dispatch to observe the sampling techniques. The engineer reported that there were no deviations noted during the sampling of the scope.

Manufacturer narrative:
This supplemental report is being submitted to report additional information from the original equipment manufacturer (OEM). Please see the updates in sections: g4, g7, h2 and h10. The OEM reported that although no sampling procedure deviations were observed, improper sampling procedure is a potential causes of contamination.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined at this time. As part of our investigation of this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for pseudoxanthomas mexicana after reprocessing. There were no associated patient infections reported.